Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported that their dentist does not recommend byte if they are getting gum infections while wearing their trays. The patient stated a few weeks ago they noticed their top left molar started to hurt while they were eating. They tried flossing afterwards thinking it would help but the pain increased, and they were able to see bleeding from flossing. The patient said the molars don't come in contact with the retainers, so they are confused on why the gums are painful. The patient indicated that the pain usually gets better after skipping a day of wearing them and after all that their gums have gotten worse, to where they can no longer chew on their left side. The patient reported again that their aligners don't fit anymore and that their dentist is not recommending byte and suggests that the patient sees an orthodontist to continue treatment to avoid any further gum infections.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.